Event description:
It was reported that a cover came off the securacath device during a dressing change on (B)(6). The cover was replaced. The cover was reported to have come off again on (B)(6), at which time the catheter was removed. This is from clinical pt (B)(6).

Manufacturer narrative:
Interrad medical has processed this event through its complaint handling and MDR process and determined that the underlying event is not MDR reportable. Nonetheless, the company is submitting this MDR in an abundance of caution to ensure full compliance with 21 cfr part 803.